Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that contacts 1 and 8 were showing as avoid. Looking at the impedance grid it showed that contacts 1 and 8 together were at 180 ohms which qualified both as avoid. The representative noted the patient was programmed with contact 8 which provided great stimulation. The representative mentioned that the clinicians did not like the impedance grid and the color scheme did not make sense. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that no troubleshooting or actions were performed related to the low impedances. The cause of the low impedances was unknown. It was unknown if the low impedances have resolved. No further complications were reported or anticipated.